Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds, undersensing and dislodgement. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.